Manufacturer narrative:
Information contained in this report was previously submitted through asr on 18/apr/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified an opening, crease fold, and wear abrasion. Leak test was performed and found an opening on anterior. A microscopic analysis was performed which identified a sharp edge opening on anterior. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a sharp opening edge on anterior due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having experienced a "saline implant deflation." No indication of treatment or surgical reoperation. Additionally, healthcare professional reported deflation on the right side. Device has been explanted.